Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Little bit of tampon inside - vagina [foreign body in reproductive tract] tampon incomplete. Bit left inside [device breakage] when removed tampon. Incomplete [complication of device removal]. Case narrative: consumer reported via e-mail that tampon was incomplete when she removed it. No serious injury reported.